Manufacturer narrative:
Patient contacted on (B)(6) 2024 and provided additional information. B5 - describe event or problem updated. H6 - adverse event problem medical device problem code corrected. H6 - adverse event problem component code corrected. H6 - adverse event problem type of investigation corrected.

Event description:
It was reported the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the abdomen. When the pod was removed from the insertion site, the patient noticed the pink slide did not move forward and the cannula did not deploy. The patient received insulin injection for treatment. The patient was released after approximately four hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the abdomen. The patient received insulin injection for treatment. The patient was released after approximately four hours.